Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9,h2,h3,h4,h6,h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: debris inside the light guide lens, and scattered image. Based on the results of the investigation, a definitive root cause for the malfunction " video feed is grainy and fuzzy " could not be determined. Based on the results of the investigation, the type of the material of the debris inside the light guide lens cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video feed of the colonovideoscope was grainy and fuzzy. This issue was found during a colonoscopy diagnostic procedure and was completed using the same device. There were no reports of patient harm.